Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he experienced a mechanical failure with the insulin pump. The drive support cap was sticking out and the customer recalls pressing on the cap while connected. The customer also reported a burning sensation while using the infusion set. The customer was advised to discontinue pump therapy and revert to their back up plan. The insulin pump is returning. The customer's blood glucose was 130 mg/dl.

Manufacturer narrative:
The insulin pump was received motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.